Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 41-year-old female patient who had essure (batch no. B30425, b30426) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included type 2 diabetes mellitus and hyperlipidemia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding/menstruation issues"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (partial laparoscopic hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure was successfully occluded. Most recent follow-up information incorporated above includes: on 3-jul-2018: pfs and medical record received:the event abnormal vaginal bleeding, menorrhagia, depression, mental anguish, dysmenorrhea added. Reporters,lot number, event outcome, concurrent condition added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 41-year-old female patient who had essure (batch no. B30425,b30426) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included type 2 diabetes mellitus, hyperlipidemia and hypertension. Concomitant products included glipizide since (B)(6) 2016 for diabetes, metformin since (B)(6) 2016 for diabetes mellitus, simvastatin since (B)(6) 2016 for hypertension as well as paracetamol (acetaminophen) since 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea"), 6 months 3 days after insertion of essure. On (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding/menstruation issues"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the menstrual disorder, depression, anxiety and dysmenorrhoea outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information received regarding removal of essure-if you have not had your essure removed, are you currently planning for essure removal? No diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: essure was successfully occluded. Batch number: b30425, man date: 2013/05, exp date: 2016/05. Batch number: b30426, man date: 2013/05, exp date: 2016/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2019: new pfs received. Outcome for vaginal hemorrhage and menorrhagia was updated from unknown to recovered/resolved. Concomitant condition and medication added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 41-year-old female patient who had essure (batch no. B30425,b30426) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included type 2 diabetes mellitus, hyperlipidemia and hypertension. Concomitant products included glipizide since (B)(6) 2016 for diabetes, metformin since (B)(6) 2016 for diabetes mellitus, simvastatin since (B)(6) 2016 for hypertension as well as paracetamol (acetaminophen) since 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea"), 6 months 3 days after insertion of essure. On (B)(6) 2016, the patient experienced depression ("depression/ psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding/menstruation issues"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the menstrual disorder, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information received regarding removal of essure-if you have not had your essure removed, are you currently planning for essure removal? No. Patient received treatment for events- pelvic pain female, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: essure was successfully occluded. Batch number: b30425, man date: 2013/05, exp date: 2016/05. Batch number: b30426, man date: 2013/05, exp date: 2016/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In a 41-year-old female patient who had essure (batch no. B30425,b30426), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included: type 2 diabetes mellitus, hyperlipidemia and hypertension. Concomitant products included: glipizide since (B)(6) 2016 for diabetes, metformin since (B)(6) 2016 for diabetes mellitus, simvastatin since (B)(6) 2016 for hypertension as well as paracetamol (acetaminophen) since 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea"), (B)(6) months (B)(6) days after insertion of essure. On (B)(6) 2016, the patient experienced depression ("depression/psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding/menstruation issues"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. And the menstrual disorder, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information received regarding removal of essure. If you have not had your essure removed, are you currently planning for essure removal? No. Patient received treatment for events: pelvic pain female, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2014, results: essure was successfully occluded. Batch number: b30425, man date: 2013/05, exp date: 2016/05; batch number: b30426, man date: 2013/05, exp date: 2016/05. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pif received: outcome of the previously reported event: pelvic pain female were updated, reporter was added. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 41-year-old female patient who had essure (batch no. B30425,b30426) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included type 2 diabetes mellitus and hyperlipidemia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding/menstruation issues"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure was successfully occluded batch number: b30425 man date: 2013/05, exp date: 2016/05. Batch number: b30426 man date: 2013/05, exp date: 2016/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc. Incident . At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding/menstruation issues"). The patient was treated with surgery (partial laparoscopic hysterectomy). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure (batch no. B30425,b30426) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included type 2 diabetes mellitus, hyperlipidemia and hypertension. Concomitant products included glipizide since (B)(6) 2016 for diabetes, metformin since (B)(6) 2016 for diabetes mellitus, simvastatin since (B)(6) 2016 for hypertension as well as paracetamol (acetaminophen) since 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea"), 6 months 3 days after insertion of essure. On (B)(6) 2016, the patient experienced depression ("depression/ psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding/menstruation issues"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the menstrual disorder, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information received regarding removal of essure-if you have not had your essure removed, are you currently planning for essure removal? No patient received treatment for events- pelvic pain female, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 01-feb-2014: results: essure was successfully occluded. Batch number: b30425 man date: 2013/05 exp date: (B)(6) 2016 batch number: b30426 man date: 2013/05 exp date: (B)(6) 2016 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: outcome of the previously reported event- pelvic pain female were updated, reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.